Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 104 and internal clock failure) has been confirmed. Upon investigation the monitor the u604 component was defective on the computer/analog pca. The root cause for the defective u604 component could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 104 and an internal clock failure